Manufacturer narrative:
(B) (4). The ge service rep adjusted the ccd camera iris stop for proper kv tracking with software version (B) (4). He tested the fluoro while flexing high voltage control cable and verified kv tracking with 1 copper filter at 70kv in normal mode and 75kv in mag mode. He verified no lock up of system during fluoro at max kv and max ma for 1 minute. The system is operating as intended.

Event description:
The customer reported that an error code displayed on the system. They also found intermittent system lock up during fluoro due to improper kv tracking.